Event description:
Philips received a complaint regarding the heartstart mrx, indicating that the 3 lead ECG cable is required. There was reportedly no patient involvement. The remote support engineer (rse) conducted an evaluation of the functionality of the 3 lead ECG cable, which had been reported to have a malfunction. During the evaluation, it was discovered that the ECG cable was not conducting signals properly, thereby impacting the device's performance. The 3 lead ECG trunk was identified as the replacement cable required to rectify the problem. Subsequently, the 3 lead ECG trunk was promptly sent to the customer to resolve the reported issue. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
H3 other text : remote support provided.